Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over-infused. While on the medical/surgical unit, the patient was receiving an infusion of magnesium sulfate (2g in water 50ml) programmed to run over 2 hours (25 ml/hour) with 50 ml as the volume to be infused. The nurse programmed IV pump, monitored for drips, and left the room. Approximately fifteen minutes later, the patient called for the nurse. When the nurse entered the room, the patient stated their IV site was painful. The nurse checked the pump and observed the solution dripping ¿much faster than anticipated¿ with the bag being about 75% empty. The nurse stopped the pump and then turned it off. The pump was swapped using the same tubing and remaining medication. There were no further issues." No further information was available at the time of this report.